Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient and event information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 1627487-2019-13061. It was reported that the patient was experiencing ineffective stimulation due to migration of the drg leads. The patient recently was in a car accident. In turn, the patient underwent surgical intervention wherein the leads were explanted and replaced.